Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device was found to have capture thresholds greater than the stimulation setting. The device was reprogrammed. The patient may have only been receiving intermittent bi-ventricular pacing.